Event description:
This study presents the results of a retrospective cohort comparing the effectiveness, morbidity, and mortality of intracranial aneurysms treatment with laser-cut stent-assisted coils versus braided stents. The article mentioned that the femoral artery puncture site was closed with the perclose proglide 6fr percutaneous closure system. Periprocedural bleeding complications related to the puncture site included: hematoma, retroperitoneal hematoma, pseudoaneurysm that required endovascular stenting. Patient death was a clinical outcome of the intracranial aneurysm treatment and was unrelated to the perclose proglide. It was concluded that treatment of patients with intracranial aneurysms with laser-cut stents or braided stents and coils is just as safe and effective. Specific patient information is documented as unknown. Details are listed in the article, titled "angiographic outcomes of embolization in patients with intracranial aneurysms with coil- assisted laser cut stent versus braided stents".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the case information, a conclusive cause for the reported patient effect of hematoma, hemorrhage, and pseudoaneurysm and the relationship to the product, if any, cannot be determined. The patient effects of hematoma, hemorrhage, and pseudoaneurysm are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. A definitive cause for the adverse event without identified device or use problem could not be determined. Information in the article indicated the patient death was a clinical outcome of the intracranial aneurysm treatment and was unrelated to the perclose proglide. The reported unexpected medical intervention required was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3- date estimated. D4: the UDI is unknown as the part and lot number were not provided. Attachment article titled, "angiographic outcomes of embolization in patients with intracranial aneurysms with coil- assisted laser cut stent versus braided stents".